Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working. Upon procedure, the balloon was found to be broken, causing a fluid leak. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The cuff, balloon and pump were visually and microscopically examined, and leak tested. No anomalies were found with any of the components. Based on the information available and analysis results, the reported clinical observation of hole/perforation could not be confirmed. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working. Upon procedure, the balloon was found to be broken, causing a fluid leak. There were no patient complications reported.